Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a high blood glucose level of 43 mg/dl. Customer reported she is not feeling well and is about to go to the hosp. Blood glucose value at the time of admission was 39 mg/dl. Nothing further reported.